Manufacturer narrative:
(B)(4) the field service representative inspected the waste line fitting and stated no issues were found. Results of the review of the architect system operations manual: "operator is responsible for using the architect system only as designed. Operators must be trained before being allowed to operate the system. Failure to follow safe use instructions could cause injury to you, damage to the system, or adversely affect assay results. Wear appropriate personal protective equipment, such as gloves, eye wear, and lab coat. Safety icons are used in architect system documentation and on architect systems to identify potentially dangerous conditions. You must recognize these icons and understand the type and degree of potential hazard. Under chemical hazards, it states to avoid contact with skin and eyes. If contact with material is anticipated, wear impervious gloves, protective eye wear, and clothing. Seek medical attention if irritation or signs of toxicity occur after exposure." Review of the may 2010 metrics identified no adverse trends in conjunction with the complaint issue currently under evaluation. Review of the service history of the (B)(4) was performed. The service history review did not find any previous incidents similar to this issue.

Event description:
The account stated that during daily maintenance, a drop of liquid waste solution splashed in the lab technician's eye while removing the waste line tubing from the architect i1000sr analyzer. The lab technician washed her eye immediately with tap water. The lab technician was wearing gloves and a lab coat when this incident occurred. However, she was not wearing safety glasses. The account stated the lab technician was trained by the abbott field service representative one month prior to the incident. There was no further information provided.